Manufacturer narrative:
The device was returned for evaluation without the instant detacher. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of a gastric artery. The patient presented with a gi (gastrointestinal) bleed and required embolization treatment to occlude the bleeding branch. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that one of the implant coils could not be detached despite two attempts with the instant detacher. The physician also made an attempt to detach the coil by breaking the hypotube (an alternative detachment method presented in the instructions for use), but without success. The coil was removed from the patient and another coil of the same dimensions was implanted without issues. It was reported the patient expired a few days later from a hemorrhage and other complications. The death was not related to the device.

Manufacturer narrative:
Updated the adverse event to product problem as the device malfunction did not contribute and was not related to the patient death. (B)(4).

Manufacturer narrative:
(B)(4)